Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a lost sensor alert on the sensor while pressing the esc button on the insulin pump. Customer does not use the sensor feature on the pump. Caller was assisted with turning the sensor feature off on the pump. Caller stated that the customer had a high blood glucose level of 262 mg/dl and does not know why. Customer treated with a bolus using the pump. Customer had a low blood glucose level of 38 mg/dl on (B)(6) 2016. Customer treated with 8oz of orange juice. Caller declined troubleshooting for high and low blood glucose incidents.